Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy, the top slide of the device allegedly was unable to prime intermittently. It was further reported that the top slide fired on its own while priming the bottom slide. Reportedly, the procedure was performed with another device. There was no reported patient contact.

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy, the top slide of the device allegedly was unable to prime intermittently. It was further reported that the top slide fired on its own while priming the bottom slide. Reportedly, the procedure was performed with another device. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. The cannula was unable to be primed, preventing further functional testing of the device. Therefore, the investigation is confirmed for the alleged priming issues; however, the investigation will remain inconclusive for the alleged self-activation as functional testing could not be completed due to the priming issues. The root cause for the priming issue is likely the missing bumper. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.